Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tim had error 200.5050 on lvp8100. Lvp sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: tim had a duplicate serial numbers on 2 lvps. I advised tim to correct the serial number on 1 of the lvps. Tim will do so. If he still have problem, he will call me back. Ref: (B)(4).